Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The relevant dimensions of the nail were checked and found to be in compliance with the technical drawings and specification. The examination of raw materials testing certificates and the manufacturing papers show no deviations regarding material analysis, strength and structural stability. No product fault could be detected. Based on the provided information the cause of the reported issue is undetermined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device record review results: the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Difficulties during pfna insertion, nail has been inserted unreamed, without force. Once the nail was inserted, the guiding device did not match with the space to insert the hips crew, therefore, the nail was damaged during reaming. The surgeon removed the nail and noticed that the nail was bent. This is 1 of 1 report for complaint (B)(4).